Event description:
Clinical adverse event received for covid-19. Device and procedure (relatedness). Device related: not related. Procedure related: not related. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".